Event description:
Sanjeva et al in long-term safety and effectiveness of the "optease" vena cava filter in cardiovascular and interventional radiology; doi: 10.1007/s00270-010-9969-9, report that in one patient, there was difficulty in snaring the hook of the filter. A snare-over-guidewire loop technique (or floss technique) was used to retrieve the filter; however, the filter could not be successfully pulled into the sheath. The filter became crumpled and dislodged into the femoral vein. The filter was later surgically removed.

Manufacturer narrative:
Sanjeva et al in long-term safety and effectiveness of the ''optease'' vena cava filter in cardiovascular and interventional radiology; doi: 10.1007/s00270-010-9969-9, report that in one patient, there was difficulty in snaring the hook of the filter. A snare-over-guidewire loop technique (or floss technique) was used to retrieve the filter; however, the filter could not be successfully pulled into the sheath. The filter became crumpled and dislodged into the femoral vein. The filter was later surgically removed. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.